Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their implant was put in on 4-26-2018 in a different country, but they are in the USA now. Pt says they cant turn stimulation on and are in agony and they feels like they want to pass out from the pain. Patient stated that the implant stopped working last night and they don't know if it stopped working or if the battery ran out and they didn't charge it intime. Patient mentioned that they changed their program a day before so perhaps it ran out faster than they anticipated it would. Patient said they charged the implant and it is charging because the battery pack is saying that they had a fully charged battery pack and when they put it on the implant it's taken 75% of the battery from being discharged. Patient then stated that they woke up about 4 am because when the implant is off they will wake up and their body just knows that it's off because they can't feel the vibration anymore. Patient reported seeing a por (power on reset) message on the recharger. During the call, pt connected via mystim controller and patient confirmed that the por message is informational. Pt then was able to successfully clear the message and turn therapy back on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their battery is due for change within the next 6 months.